Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. The evaluation of the pump revealed wear to the outer cam follower bearing, especially to the internal bearing retainers. The damage to the retainers caused significant outer race play, the misalignment of the internal components, and the outer race of the bearings to contact the adjacent rotor structure, which led to the bearing to intermittently bind under loaded conditions. The result of the outer cam follower rearing binding could lead to significant rotor drag and high pump power consumption, which could in turn contribute to intermittent pump operation. The evaluation of the device, however, did not reveal an electrical issue, especially involving the internal electronics or lead, that would have contributed to the reported feeling of a charge or shock. The reported charge or shock appeared to be related to esd discharge while on battery power. Static discharge would not affect the functionality or integrity of the pump or the associated components. Bearing wear issues are currently being addressed through the manufacturer's design change system. No further information is available. The manufacturer is closing its file on this event. This event was discovered in an audit of our records of pump exchanges to our clinical trial device and is currently being addressed through our corrective and preventive action system. Preventive measures are being implemented to assure that all required MDR reports are filed in a timely manner.

Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was experiencing a charge or a shocking sensation in his chest when changing his power source from discharged batteries to charged batteries or to power base unit (pbu) power. The patient stated he noticed it more when changing to pbu power. It should be noted that the patient had an aicd implanted approximately 6 inches from the pump; however, the aicd was turned off and the leads were cut. The patient continued on lvad support with no further issues reported. Approximately 8 months later, it was reported that a decision was made to replace the lvad with the manufacturer's clinical trial lvad.